Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed a watchman closure device was implanted. The patient was discharged. During a routine 45 follow up a device related thrombus was noted. The thrombus appeared to be significant and was considered more than hypoattenuated thickening (hat). There were no patient complications. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.